Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The surgeon loosened the entire anastomosis and removed the seal without damaging the anastomosis. No other pt complications were reported.